Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, product type: lead, implanted: (B)(6) 2008; product ID: 694765, product type: lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a low pacing impedance alert. It was noted that the lv lead impedance is chronically low, but stable. The lv lead remains in use. No patient complications have been reported as a result of this event.